Manufacturer narrative:
Investigation summary: no product was returned for investigation. Arrhythmia: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Device history review device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient required 200 joules of defibrillation for sustained torsade's. The impella was removed and hemostasis was obtained. The patient's outcome is stable. Additional information was received. The pump was not saved after explant.